Event description:
Patient was admitted in 2009 to the hospital. She was admitted following a CT scan which showed an ascending aortic aneurysm. She was scheduled for surgery eleven days later, but the surgery was cancelled due to a phlebitis from a previous IV site. Infectious disease was consulted and the patient was treated with IV antibiotics. Four days later, the patient was cleared for surgery by infectious disease. The patient received a bentyl procedure with the implantation of a mechanical valve and a coronary artery bypass graft x 2 the next day. Placing of a central line is part of the open heart protocol. The central line is used to infuse IV fluids and to hemodynamically monitor the patient. Hospital instituted the use of tegaderm/chg dressings for central and PICC line use in early 2009. This dressing was chosen because the practioner has the ability to see the insertion site through the dressing and chloroprep has been added to the gel pad which gives added protection to the patient. Within six months, there have been a total open heart surgery patients at hospital. Some of these patients have developed an adverse reaction to the tegaderm/chg dressing. The first incident occurred in early 2009, the second occurred the following month, approx a month later, there were 2 incidences and two months later, there was a single occurrence. The adverse reaction seems to be the same in all 5 patients. Under the chg gel pad, the patient's skin is macerated, when the practioner looks at the gel pad and insertion site, there appears to be slight redness. So the practioner removes the dressing, and this is when the maceration of skin is noticed. The maceration is localized under the gel pad and does not spread beyond the pad. Each of these incidents have been reported to the 3m company. After the fourth incident, a clinical specialist came to hospital approx two months prior. Clinical practices were discussed regarding application and removal of the dressing. All 4 patients were discussed looking for common denominators. The only common denominator determined was age. The clinical specialist looked at the pictures of the skin reaction and though it was a chemical reaction/burn. The cvor was involved in the discussion and the procedure for prepping the patient's skin was reviewed. The patient has a central line placed once the patient is intubated and anesthetized. The area is cleansed with chloroprep prior to insertion of the line. Once the line is inserted, the patient's chest is prepped with duraprep and then the skin is covered with ioban. It was determined during this interview that another hospital places a tegaderm over the central line prior to the application of duraprep. At the end of the month, this practice was adopted at (first)hospital and there were no further occurences until two months later. Upon investigation, it was determined the tegaderm was no longer applied over the central line prior to the application of duraprep. The 3m was notified again of this last occurence and is doing their own investigation. The cardiac surgery anesthesiologist has asked the adverse reaction occurring from the chg/tegaderm be investigated by the FDA. Patient was admitted to the cardiovascular unit at 19:30 approx two months later. A tegaderm/chg dressing was applied at 23:00. A dressing change was done four days later at 08:00. At that time the site was clean, dry and intact. Two days later at 16:00, the site was noted to be reddened. At that time, the dressing was removed and another tegadrm/chg dressing was applied. The next day at 13:00, tan drainage was noted. The tegaderm/chg dressing was removed and the skin was noted to be macerated. A 4 x 4 dressing was applied. Dose or amount: 1 application. Frequency: every 7 days. Route: top. Dates of use: 2009 - 8 days. Diagnosis or reason for use: prevention of central line blood stream infections. Event abated after use stopped: no. Event reappeared after reintroduction: yes.